Event description:
The rptr stated the surgeon inserted a cc4204a collamer aspheric single piece lens in the pt's eye. The lens was inserted into the eye incorrectly. The incision was not enlarged to remove the lens. A backup lens, same model and size was implanted. One suture was used to close the wound. No malfunction. Cause of this incident is due to lens loaded wrong.

Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found the lens was returned in two pieces. Optic and plate haptic is torn. One plate haptic and piece of other haptic an piece of other haptic is torn off and missing. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).